Manufacturer narrative:
Additional narrative: device used for treatment and not diagnosis.

Event description:
The facility reports via medwatch and the operative report documentation regarding the revision of an orif, left radius fracture. The initial surgery took place (B)(6) 2012. Postoperatively, the patient was weight-bearing on her left upper extremity associated with her use of a cane. She presented with non-union of the fracture site. Revision surgery took place on (B)(6) 2012, noting a fibrous non-union and a broken plate (broke into 2 pieces). All hardware was removed and an orif with a competitor's plate and allograft bone grafting to the left distal radius was performed. This is 1 of 9 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.